Event description:
Subsequent to the initial supplemental, a correction is required. It was reported that transmitter failed error occurred on for transmitter serial number (B)(6). However, transmitter with serial number(B)(6)was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test/download was performed and passed. A review of the bin file was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed occurred for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing/download test was performed and passed. A review of the share logs was performed and not found within the investigation window. The allegation was not confirmed. The probable cause was determined to be [probable cause]. The reported event of [classification code description] is reportable based on [*insert findings]. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.